Event description:
During biomed testing, the device would not charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to defective control panel switch. The front panel membrane was replaced to correct the malfunction. Trend analysis for failures of this type does not indicate an increase in frequency.